Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure using a multiloc humeral nail for humeral diaphyseal fractures, it was observed that the radiolucent drive device came apart. According to the report, when the surgeon was drilling the first hole using the device in question, the drill bit device became stuck after it had penetrated the lateral side of the cancellous bone. It was reported that the drill bit device was removed from the bone and the handpiece device was taken apart. It was reported that after reassembling the device the surgeon attempted to use the device again. However, the radiolucent drive device rotated itself. It was reported that the drill bit device was replaced to a shorter one to complete the drilling. Subsequently, when the surgeon tried to change the short drill bit device to another one, it was reported that the connection part between the radiolucent drive device and the drill bit device came off the radiolucent drive device. The surgeon reattached the part to the radiolucent drive device and pressed the trigger. Then, the drill bit device rotated properly. The surgeon reattached the drill bit device to the radiolucent drive device and restarted drilling. However, the drill bit device became stuck again before penetrating the lateral side of the cancellous bone. At that time, the handpiece device completely stopped working. Therefore, the surgeon decided to drill the lateral side of the cancellous bone using a gimlet. It was reported that while the bone was hammered with excessive force, a fracture occurred at the most distal screw hole. It was reported that the radiolucent drive device was not in use when the bone injury occurred. It was reported that pinning was performed at the fracture site using two k-wires. It was reported that there was a 30-minute delay in the procedure due to the event, and the procedure was completed successfully. It was reported that the patient¿s status post-surgery was that the patient was still in the hospital. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The radiolucent drive device was evaluated and the reported condition that the device came apart was confirmed. An assessment was performed and it was observed that the gear of the device was broken, torn off, and the device was generally loose and scratched. It was further observed that the device had been handled incorrectly after it had failed during surgery. It was noted that there were signs of clamping tools on part bush, which indicated an unauthorized repair, and the bevel wheel was heavily worn and did not connect the inner mechanics properly. It was further determined that the device failed pretest for general condition, check the toll coupling, and check for free movement. The assignable root cause of these conditions was determined to be wear from normal use and servicing and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.